Event description:
It was reported that 3 years ago, when the patient could not shut the device off, the patient was told there was something wrong with it and it was replaced. It was not working right. It was stated that it was also time to change it. Additional information regarding this event was requested from the patients physician, if received a follow up report will be sent.

Manufacturer narrative:
Product ID: 3998, lot# l58930, implanted: (B)(6) 1999, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 7498-51, serial# (B)(4), product type: extension. Product ID: 3550-09, lot# lb1432, implanted: (B)(6) 2003, product type: accessory. (B)(4).